Manufacturer narrative:
Device evaluation:visual inspection showed no outward signs of any damage. The device had a test mark, which confirmed the vrv was tested prior to distribution. Functional testing of the returned device was performed at 0.5 l/min. The instructions for use provides an approximation for first time use of negative and positive pressures to open the umbrella relief valves at 0.5 l/min blood flow are approximately -205 mmhg and 318 mmhg. The results indicated the negative pressure umbrella opened at -213 mmhg and the positive pressure umbrella valve opened at 360 mmhg verifying the functionality for the valves for the returned device. The acceptable function of the umbrella valves also confirms the duck bill valve functioned as intended. There was no leaking observed. Conclusion: reason for the return was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during use of a custom tubing pack, air was unexpectedly generated within the cardioplegia delivery line, specifically just distal to the connection point, despite the connection being secure and negative pressure being within safe limits which suggests the air is not being pulled from the solution. The customer is concerned about a possible variation in the manufacturing of this connection point or the biocompatible coating. The device was used to complete the procedure. No patient complications have been reported as a result of this event. Medtronic received additional information that the vent was set to approximately -35 to -40 mmhg, which was not considered excessive. A bubble detector was not positioned distal to the cardioplegia device. The purge line was closed. A second dose of cardioplegia was not required. The bubbles returned following the first case cardioplegia dose, but the bubbles did not stop, there was no change observed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.